Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during an outpatient medical procedure, this cardiac resynchronization therapy defibrillator (crt-d) declared three episodes due to noise. A latitude consult report was requested. The noise, which boston scientific technical services (ts) determined was due to electromagnetic interference (emi) from the medical procedure, resulted in pacing inhibition of greater than two seconds during each episode. The patient is pacer-dependent. No therapy was delivered as a result of the noise as a magnet was placed on the device during the procedure. Ts confirmed that the device was in monitor + therapy and that the device diagnostics appeared to be within normal limits. No additional adverse patient effects were reported. This device remains in service.